Event description:
Home patient (hp) reports disconnecting solution bag on heater line of homechoice set and respiking a new bag onto same line in dwell 1/4 of apd treatment while troubleshooting an alarm situation. Home patient discontinued treatment and rn reports no pt injury or med intervention as a result of incident.